Event description:
The event involved a ls prim plumset-sl pe-lined where it was reported there was leakage on filter vent. The event was noted during infusion of epirubicin. There was no other physical defect noted. The set was replaced, and therapy resumed. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for investigation; however, photos have been provided. Investigation is pending.

Manufacturer narrative:
The reported complaint of leakage was confirmed. No samples were returned for evaluation. Images were returned from the customer showing the drip chamber and the vent plug juncture. Fluid was observed in the image. Without the return of the reported sample, probable cause could not be determined. A device history review (DHR) review could not be performed since a lot number was not provided by the customer.